Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. Reportedly, customer reloaded that cartridge to address the issue. Additionally, it was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. Reportedly, the cartridge was reloaded, and insulin delivery was resumed. The customer's blood glucose was approximately 160 mg/dl.